Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the investigation results, the most probable cause of the scorch marks on the c-cover was that the high-frequency treatment device was used without maintaining a sufficient distance from the tip. However, the identity of the foreign material and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual section: chapter 3 preparation and inspection and reprocessing manual section: chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for a separate issue. During the device evaluation, the service repair technician identified foreign material in the nozzle and scorch marks on the c-cover. There was no patient involvement.